Manufacturer narrative:
D10: concomitants: (B)(6), 300-10-45 - equinoxe replicator plate 4.5mm o/s, (B)(6), 300-20-02 - equinox square torque define screw drive kit, (B)(6), 300-30-06 - equinoxe preserve stem 6mm, (B)(6), 321-20-00 - equinoxe reverse shoulder drill kit. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that the patient underwent an initial anatomic total shoulder arthroplasty on (B)(6) 2019. Subsequently, the patient underwent a revision surgery due to severe wear and metallosis on (B)(6) 2025. No further patient impact reported. No additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, g. The revision reported was likely the result of prosthesis fracture of the center cage leading to wear of the glenoid body and abnormal articulation between the center cage and humeral head. The cause of the fracture cannot be confirmed but may be due to off-axis drilling of the peripheral peg holes and/or due to improper initial seating of the glenoid component resulting in a rocking horse motion around a well-fixed cage. However, prosthesis wear of the humeral head and the series of events cannot be confirmed as the devices were not returned for evaluation. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.